Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic and underwent device interrogation, it was noted that they did not receive therapy for a ventricular tachycardia due to inappropriate discrimination caused by far field oversensing. Programming changes were made. The patient is stable and being monitored in the coronary care unit.